Event description:
A surgeon reported an issue with the site's passive catheter insertion (pci) probe during a shunt placement procedure. The surgeon said, he continued to receive an "out of range" error while trying to verify the probe. The surgeon reported he placed new spheres on the probe, he made sure the tip was tightened, and explained there was no interference to the line of sight. The camera was moved numerous times, spheres were in tracking view, but the error message continued. The surgeon elected to continue the cranial surgery without the use of the passive catheter insertion (pci) probe. There was no impact on pt outcome.

Manufacturer narrative:
A medtronic rep inspected the pci probes at the site, reported that they are working properly and was unable to replicate the issue. System is working properly. Software investigation completed. Findings show that the site was trained on proper technique for verifying this instrument, (B)(4) /2011.